Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.5-p001.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.

Event description:
It was reported that the patient sought medical attention at North Middlesex Hospital on (b)(6) 2026 with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 27 mmol/L (486 mg/dL) while wearing the Pod between 5 and 24 hours, it was also reported that the patient had high ketones (measurement not provided). Reported symptoms include dehydration, nausea, vomiting and abdominal pain. The patient also reported that they noticed dried blood with bruising, redness and swelling when the Pod was removed from the infusion site (arm). The patient was treated with intravenous fluids and insulin, unspecified anti-nausea medication and unspecified pain medication. The patient was released after approximately 7 hours.